Event description:
Additional information received reported that the patient was locked out for 44 hours after going to the doctors appointment. The agent reviewed potential physician bolus. The caller stated they tried contacting the physician¿s clinic earlier today but they couldn¿t get through and were told to call the manufacturer. The caller reconnected to the pump and confirmed 30hr 52 min lockout and bolus unavailable for the following reasons: physician bolus in progress. The caller stated after appointment yesterday, the physician ¿said she needed to go home to do a bolus, but we couldn't due to this lockout. And she can't walk right now. He made it less. Every time we go there, he adjusts it.' The caller stated ¿now it's half¿ and confirmed the pump drug was changed from morphine to dilaudid and bupivacaine yesterday; dilaudid 2.000mg/day, bupivacaine 0.5001mg/day, dilaudid bolus dose .150mg, bupivacaine bolus dose .0376mg. The caller stated ¿but it was up to 4.3 something of morphine¿. The caller inquired next steps, and the agent redirected to the healthcare provider. The caller was escalated that they and the patient weren't told how to use external equipment after implant. The agent sent caller/patient the patient manuals as requested and reviewed general use.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine and dilaudid (unknown concentration and dose) via an implantable pump for non-malignant pain. It was reported that the patient stated that ever since they got the pump, they've never gotten relief. The patient stated that they had never gotten one ounce of relief from the pump. The patient further reported that the pump had their dosage very high. The patient said "it's 3.4 morphine and that's more than most people get and they can't even get out of bed". The patient mentioned that they've been through so many pain management doctors and all they want to do is give the patient pills and the patient doesn't want pills. Patient services asked the patient what drug was in the pump and the patient said they were told they were changing it to morphine, but they could look at the chart and it wasn't like they were trying to use the bolus every 4 hours. The patient then stated that they had terrible swelling in their ankles and feet. They thought maybe the catheter had come loose and the medicine was going everywhere, so they went to the hospital and they said no, it's nice and intact. But, the blood work had nothing to do with why this pain pump should be giving the patient medication. The patient was redirected to their health care provider (hcp) to further address the issue. The patient also stated they had a e86ec7 code on the personal therapy manager (ptm). Patient services reviewed the meaning and walked the patient through. Patient services also emailed the manufacturer representative (rep) to notify the patient had concerns and issues. Additional information was received from an email by patient services stating that the error codes the patient was getting was normal. Information was received from a patient's representative. The patient's representative stated the patient had magnetic resonance imaging (MRI) done about a month and a half ago and the surgeon told them a little bit after, that it could cause the pump to turn off. The patient's representative further reported that the patient didn't feel like they were getting any medication delivered and they kept going to the pain doctor three times a week. The patient's representative also mentioned that when the pump was first installed, the patient was experiencing relief until almost two months ago. The caller mentioned that the patient started having massive swelling in their feet and they still don't know why. Patient services reviewed information and sent email to the rep for further assistance. The caller mentioned that they were the power of attorney for the patient and that the caller was not with the patient at the time of the call. Additional information was received from an email by patient services to the rep. The rep indicated that they checked the pump yesterday and that there was nothing wrong with the pump. Additional information received from a patient's representative and patient indicated that patient fell 'a couple of months ago' and the patient was taken to the emergency room (ER) and had magnetic resonance imaging (MRI) done. The patient's representative stated 'she's hurting so bad that she's passed out'. Caller stated 'I wonder if my tolerance is too high for this because we've tried everything. Ketamine, injections, trigger point injections, fentanyl patch' and patient mentioned other meds they've tried, but patient services was unable to hear due to difficultly heating the patient. The patient stated 'I love the pump because I don't get dopey, or fall asleep, or get slurred. He (health care provider) just keeps bumping it up but I don't think he bumped the boluses up. The patient's representative stated 'at first it seemed to work so well - she was a whole new person. Now she just cries'. Additional information received from a consumer via a manufacturer representative indicated that the patient's pain pump may have been turned off due to MRI, but the patient's device was not working as she was not getting pain relief. The patient was transferred to patient services for further assistance. Environmental/external/patient factors that might have led or contributed to the issue included the device was possibly turned off due to MRI. No diagnostics/troubleshooting or interventions/actions were taken. The issue was not resolved and the patient's status was "alive-no injury". The patient's weight and medical history was unknown at the time of the report.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.